Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Upon troubleshooting, insulin exited with a manual prime, and the customer was advised that the alarm was caused by an infusion set/reservoir occlusion. The insulin pump was working as designed. The customer was advised to monitor the device and later called back again, stating that the insulin pump alarmed no delivery again during the manual prime process. The customer's blood glucose was 498 mg/dl. During troubleshooting, insulin did not exit with a manual plunger push. Customer did not have another infusion set for testing. The customer advised that changing the reservoir resolved the issue and was able to give a bolus. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.